Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional details confirm that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective device replacement. The patient is recovering well postoperatively and has expressed satisfaction with the ongoing therapy. In accordance with facility policy, the explanted device was disposed of and will not be returned. As there are no reportable allegations related to device performance and no serious injury was sustained, the complaint has been downgraded as non-reportable based on these criteria.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20127716, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20127716, UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408740 . Model: sc-2408-74. Serial: (B)(6). Batch: 20127716. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20127716. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional details confirmed that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective device replacement. The patient is recovering well postoperatively and has expressed satisfaction with the ongoing therapy. In accordance with facility policy, the explanted device was disposed of and will not be returned. Additional information confirmed high impedances were found on the leads.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the entire system. The current location of the explanted devices remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20127716. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 20127716. UDI: (B)(4).